Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) (B) (4) alleging a "three dashes" issue with a one touch ultra 2 meter. The pt indicated that the alleged issue started on (B) (6) 2010, at 4:15 pm. A few mins after the alleged issue began, the pt claimed that she developed symptoms of shakiness. She denied receiving treatment because of the alleged issue. She also claimed that she is not diabetic. The alleged issue was resolved with troubleshooting. The meter and test strips were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.